Event description:
Dealer states occasional control inhibit and sometimes missing the following for tilt. Advised to check connections to tilt actuator and mercury switch. He found a cut in the mpj joystick cable. (B)(4).